Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Ift collapsed at 23 cm. A/w nozzles missing. There was no report of patient harm. The time of event is during inspection.

Manufacturer narrative:
Correction information g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information h4:device manufacture date. Evaluation summary we checked the returned unit and confirmed that the air/water nozzle missing. Based on the result, we concluded that it was caused due to the physical damage applied on the air/water nozzle. In addition, we confirmed that the operation channel buckled, the remote control buttons cut, and the insertion flexible tube (ift) collapse; however, they are not the main cause, and/or irrelevant to the alleged complaint. Also, we did gfe (good faith effort) to the pentax europe, we confirmed the nozzle and the nozzle glue didn't fall off the human body.